Event description:
In 2016, a 19mm trifecta valve was implanted. On (B)(6) 2019, the patient presented with symptoms of chest pain. A re-do avr was performed and a 19mm epic valve (serial number: (B)(4)) was implanted in the aortic position. The physician reported a tear from the suture area on the explanted trifecta valve. The patient is noted to be stable.

Manufacturer narrative:
The reported tear was confirmed. Leaflet 3 was torn. No acute inflammation, significant calcifications, or stent deformation was present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site, and the cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2016, a 19mm trifecta valve was implanted. On july 2019, the patient presented with symptoms of chest pain. A re-do avr was performed and a 19mm epic valve (serial number: (B)(4)) was implanted in the aortic position. The physician reported a tear from the suture area on the explanted trifecta valve. The patient is noted to be stable.